Event description:
The complainant reported that a physician was using the device to perform a dilatation of a pharyngeal tube. At the end of the procedure, the balloon could not deflate all the way. The inflated balloon had to be removed as one unit with the scope. There was no pt complication.

Manufacturer narrative:
This device has been rec'd by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.